Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 374 mg/dl. The customer¿s current blood glucose level was 408 mg/dl. The customer had symptom of nausea. They treated with the insulin pump. The customer also reported that on (B)(6) 2017 they were hospitalized due to a low blood glucose level of 37 mg/dl. Troubleshooting was performed on the insulin pump. There was no noted malfunction with the device. The device will not be returned for analysis.